Event description:
It was reported that during a shoulder procedure using a 2.8mm q-fix all suture anchor, upon retracting the insertion device after implanting the initial anchor, all the sutures became severed. This implant was abandoned in the bone and a backup 2.8mm q-fix all suture anchor to complete the procedure in the same bone hole. There were no significant delays or patient complications reported as a result of this event.